Event description:
It was reported that a fitting appointment took place on (B)(6) 2012. In the evening on the same day she experienced a decrease in hearing sensation, followed by complete loss of sound on the next day. Additional information received on (B)(6) 2013, states that the patient was explanted of the device on (B)(6) 2013, in a different hospital. Reportedly, several attempts were made in another hospital to re-position the floating mass transducer, but these attempts were not successful. According to the surgeon it was difficult to re-position the fmt. The patient is a ci candidate now.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.